Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. There were no patient consequences.